Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem occurred due to a failure of the bsr (image system x-ray). The main pc of the bsr failed and no imaging was available on the live monitor or on the control monitor. The clinical procedure could be continued and finished using the workplace monitor. The short term delay did not result in a negative impact to the health of the patient involved. Exchange of the bsr pc was performed and the system has been returned to clinical operation. Failure of the bsr is being monitored via the CAPA process. In case of an increase, further actions are to be considered.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During a clinical procedure, the x-ray image was not shown on the live monitor in the examination room and was only visible on the workplace monitor. The procedure was continued and was completed using the workplace monitor. We are unaware of any impact to the state of health of the patient involved.